Event description:
It was reported that during the implant procedure, the r-wave declined from 12 to 15 mv with the analyzer down to <3 mv through the device. The device and lead were not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was returned. No anomalies were found. It was noted that the defib conductor was distorted, and the outer tubing overlay was breached/cut.